Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. The lot history records (lhr) for could not be reviewed because the products were not returned for evaluation and the lot numbers were not reported. The reported patient effects of atrial fibrillation, stroke (cerebrovascular accident), dyspnea, hematoma, hemorrhage, infection, renal failure, respiratory distress, mitral valve injury (tissue damage), worsening heart failure, cardiogenic shock, are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clips remain implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: spain monitoring mitraclip implantation study, and translated abstract are attached. The additional patient deaths and malfunctions referenced in the attachment are filed under a separate medwatch report. (B)(4).

Event description:
This is filed to report serious adverse events that may be related to mitraclip devices. It was reported through a presentation during the spanish society of cardiology congress that post mitraclip procedures, patients were re-hospitalized with dyspnea, due to heart failure. Other serious complications included atrial fibrillation, stroke, hematoma, hemorrhage, infection, renal failure, prolonged mechanical ventilation, chordae rupture, ischemic cardiomyopathy and blood transfusion the events may be related to the mitraclip device. Details are listed in the attached abstract, titled spain monitoring mitraclip implantation study.